Event description:
It was reported that a spectrum pump alarms "door not fully latched" even when the door is closed. The customer stated that there was no patient involvement and that this device was most likely being used in the med/surg, ICU or nursing care area. No add'l info was provided.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.